Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1afha, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had a lack of symptom relief and the office reprogrammed the patient, but their symptoms did not get better; the patient still had retention of urine. A new lead was placed due to the lack of efficacy and the issue was resolved at the time of the report. No further complications were reported/anticipated.